Manufacturer narrative:
Investigation is ongoing. Hamilton medical ag complaint number: cer (B)(4). Follow-up 1 - corrected information: UDI related data quality updates only field d4 was updated with full UDI information. Updated fields.

Event description:
Hamilton medical ag received the following incident description: after switching on, the device gives a continuous alarm and shows stripes on the display.

Manufacturer narrative:
Investigation is ongoing. Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: field d4 was updated with full UDI information. Follow-up 2 - device evaluation: root cause: the service technician checked the device on site and determined that interaction panel (ip) esm (sn (B)(6)) is defective. In consequence the ip esm was replaced.

Event description:
Hamilton medical ag received the following incident description: after switching on, the device gives a continuous alarm and shows stripes on the display.

Manufacturer narrative:
Investigation is ongoing.

Event description:
Hamilton medical ag received the following incident description: after switching on, the device gives a continuous alarm and shows stripes on the display.